Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial analysis found a possible product performance issue unrelated to initial field observations. The device is currently undergoing detailed analysis. The event will be updated upon completion of analysis.

Event description:
Boston scientific received information that one day post implant of this implantable cardioverter defibrillator (ICD) there was inappropriate mode switching due to farfield oversensing. A boston scientific technical services representative discussed making the atrial automatic gain control (agc) less sensitve and raising the atrial tachycardia response (atr) trigger rate. No adverse patient effects were reported. No additional information is available. The device was explanted five years later for normal battery depletion and returned to boston scientific. The device underwent normal device testing.